Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump was experiencing an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: a review of the black box data showed unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was able to attach to the pump and maintain an electrical connection; however, the battery cap contact height was out of specifications. The cap contact width was within specifications. The pump powered on and was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing.